Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the left ventricular lead. Upon review of the pre-operative x-ray, lead dislodgement was observed; and confirmed when the pocket was opened. The lead was explanted and replaced. Patient was asymptomatic before, during and after the procedure. The patient was fine on the discharge check the next day.